Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a crack was observed through the carbon layer. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he obtained a sensor scan result of 299 mg/dl at 4:47pm which was high compared to a built-in meter reading of 23 mg/dl obtained 5 minutes later. Customer reported experiencing malaise, sleepiness, and a loss of consciousness. Paramedics were called and the customer was treated with glucose intravenously and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product has been returned and an investigation is currently in progress. A follow-up report will be filed once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he obtained a sensor scan result of 299 mg/dl at 4:47pm which was high compared to a built-in meter reading of 23 mg/dl obtained 5 minutes later. Customer reported experiencing malaise, sleepiness, and a loss of consciousness. Paramedics were called and the customer was treated with glucose intravenously and no further treatment was required. There was no report of death or permanent impairment associated with this event.